Event description:
It was reported that the patient presented for unrelated procedure. After the procedure, upon interrogation, the physician alleged that the right ventricular (rv) lead was dislodged based on chest x-ray. However, chest x-ray from 2019 showed rv lead in very similar position. The rv lead exhibited failure to capture, high capture thresholds, high impedance, and failure to sense. Programming changes were made. The patient was stable throughout.

Event description:
It was reported that the patient presented for unrelated procedure. After the procedure, upon interrogation, the physician alleged that the right ventricular (rv) lead was dislodged based on chest x-ray. However, chest x-ray from 2019 showed rv lead in very similar position. The rv lead exhibited failure to capture, high capture thresholds, high impedance, and failure to sense. Programming changes were made. The patient was stable throughout.